Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What anatomical structure was device used on when event occurred? Please explain what is meant by device stopped. Did device cut and staple? How was device removed? Did the surgeon attempt to use the power return or manual return? What color cartridge was being used? What was the source and cause of the bleeding? How was the bleeding addressed? Was the device used successfully at any time during the procedure? What is the current patient status?

Event description:
It was reported that "patient undergoing surgery via video assisted thoracoscopy, during the procedure a powered stapling device was used and while being applied stopped working. An attempt was made to replace the battery power supply, which had no effect. Converted procedure to open thoracotomy. Device removed and patient had a bleed. Patient haemorrhaged when extracting device. Blood transfusion given. Patient recovered and moved to hdu. Major emergency bleed protocol declared to blood bank, assistance was gained from a second consultant and surgery completed.

Manufacturer narrative:
Product complaint # (B)(4). It has been determined that this report is a duplicate of 3005075853-2018-07594. This complaint record will be voided.